Event description:
It was reported that pump displayed malfunction alarm code 24 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.